Event description:
Customer reportedly received results of 400 mg/dl and 190 mg/dl within 10 minutes on the compact system. No symptoms reported with these results. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.